Manufacturer narrative:
A product investigation was completed: the returned depth gauges shows light use during their lifespans. The hooked needle stem of both devices is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported the following event: it was reported that two depth gauges broke during distal radius plate procedure. Both parts broke at the black handle/metal shaft junction. The surgery was delayed by ten minutes. The procedure was successfully completed with a back-up depth gauge. The patient outcome was good and no fragments were left in patient. This report is 1 of 2 for (B)(4)

Manufacturer narrative:
A review of the device history record was completed: manufacturing location: (B)(4). Manufacturing date: 01april2005. Part: 319.006, lot: 4975338 (non-sterile) - depth gauge for 2.0mm and 2.4mm screws. Lot was release to the warehouse on 01april2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service history review: lot no: 4975338: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 01april2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by the reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was requested for the subject device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.